Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow up, extended charge time was observed. Manual capacitor maintenance was performed but charge time was still long. The device was explanted and the patient was fine post-procedure.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.